Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The customer ran quality controls, which resulted within range. The customer also ran twenty patient sample correlations between two dimension vista instruments, which resulted within the customer's range. The customer monitored the instrument and processed quality controls for twenty four hours without error. The cause of the discordant results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant results were obtained on four patient samples tested for multiple assays on a dimension vista 500 instrument. The discordant results of two samples ((B)(6)) were reported to the physician(s). Sample (B)(6) was questioned by a nurse. The samples were repeated on either the same instrument or an alternate dimension vista instrument, resulting as expected. The corrected results were reported to the physicians(s) there are no reports of patient intervention or adverse health consequences due to the discordant results.